Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was confirmed to be unavailable. (B)(4).

Event description:
A doctor reported that a knife was dull during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information was confirmed to be unavailable.

Manufacturer narrative:
One opened knife sample was received in a tip protector tray inside of a pouch for the report of dull blades. The sample was visually inspected and was found to be conforming. The sample was functionally tested for penetration and was found to be conforming. No lot number was identified with this complaint therefore, lot history and complaint history reviews could not be conducted. The returned sample was found to be conforming therefore, a dull blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).